Manufacturer narrative:
Footboard and bed exit system. Hospital staff put the wrong footboard on the bed. The correct footboard (customer's inventory) was found and replaced and the bed exit system became functional.

Event description:
It was reported by service report that the bed exit system does not work. The customer does not know if there was pt involvement or if there are adverse consequences to report.